Event description:
It was reported that during the implant attempt, the lead demonstrated oversensing and noise on the electrogram through the analyzer. Two different sets of pacing cables and another analyzer were used and the issue remained. The lead was then connected to the device to measure sensing and noise was seen on the egm through the device as well. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.